Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Reported events five events were reported for this quarter. Product return status four devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status one event was confirmed during testing. One device was found to be affected by corrosion. Three device evaluations are in progress. Product disposition one device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. Four events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 5 devices were received.   Evaluation status 5 reported events were confirmed during testing. - 3 devices were found to be affected by internal corrosion. - 1 device was found to be affected by a corroded linear bearing assembly and bearing wear damage. - 1 device was found to be affected by a worn rotor assembly.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 4 previously reported events are included in this follow-up record.   Evaluation status: 1 reported event was not confirmed during testing; however: 1 device was found to be affected by a worn rotor assembly. 3 device evaluations are in progress.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.